Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients is male/63 years of age. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: renal denervation with standard radiofrequency ablation catheter is effective in 24-hour ambulatory blood pressure reduction - follow-up at 1/3/6/12 months. Netherlands heart journal,. 2016;24:7-8. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this cardiac ablation percutaneous catheter. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patients who developed ¿renal artery stenosis¿ three-six months after the procedure. Stenting was performed for these patients without complications. The status of the ablation catheter is unknown. Further follow up did not yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.